Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received and the anatomy is simple during the procedure. The thrombus happened one year after implantation. The thrombus was pulled back using a competitor's balloon. The lot number was also updated: bifurcate lot 17768339. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 30mm aortic bifurcate, one 20mm x 10cm iliac limb and one 20mm x 12mm iliac limb. The devices will not be returned for evaluation as it remains implanted.